Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the hcp reported that an MRI was to be done due to "trouble function itp catheter." It was unknown when the issue first started or if the patient had symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.